Event description:
Litigation papers allege in or around approximately late 2009, patient began experiencing symptoms including, but not limited to, pain, loss of mobility and loss of enjoyment of life. It is also alleged on or around (B)(6) 29, 2011, patient is scheduled to undergo revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(6) 2011 - medical records were received. The patient was revised to address pain and grinding. It was noted that there was diffuse metal staining throughout the joint. The complaint was temporarily reopened to add the femoral head. There is no new information that would change the outcome of the investigation. The asr platform was voluntarily recalled from the (B)(4) in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege in or around approximately (B)(6) 2009, patient began experiencing symptoms including, but not limited to pain, loss of mobility and loss of enjoyment of life. It is also alleged on or around (B)(6) 2011, patient is scheduled to undergo revision surgery. Update: (B)(4) 2011 - medical records were received. The patient was revised to address pain and grinding. It was noted that there was diffuse metal staining throughout the joint. The complaint was temporarily reopened to add the femoral head. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.